Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service due to low pacing impedance, and an increase in shocking impedance. Replaced with a (0125) lead.